Event description:
It was reported that a female patient underwent a breast augmentation revision surgery with 400cc mentor memorygel breast implants. Post-operatively, the patient experienced bilateral rupture of her prostheses as well as baker grade IV capsular contracture of the left breast and baker grade ii capsular contracture of the right breast, which were confirmed during a physical exam. As a result, the patient underwent removal and replacement with 370cc mentor memorygel xtra breast implants on (B)(6) 2023. Mentor became aware that this device was previously reported in conjunction with a separate event in mwr (B)(4),rn which contradicts the information present in this file. This discrepancy has been noted, but mentor is submitting this report based on the information received. Follow-ups are being conducted to clarify the identity of the impacted device, but at this time, no clarifying information has been received. If additional information is received, a supplemental report will be submitted. This report is for the left implant. Refer to manufacturing report number 1645337-2023-08362 for the contralateral event.

Manufacturer narrative:
The complaint device has been discarded.  As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture, rupture manufacturer¿s reference number: (B)(4).